Event description:
The voluntary medwatch report stated that the right atrial lead exhibited low pacing impedance which triggered lead safety switch to unipolar. Programming changes were made. There were no patient consequences.